Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history did not identify a any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy (restricted posterior leaflet) and procedural conditions. The reported mitral regurgitation (mr) was a result of the reported slda as the mr returned after the slda occurred. The reported unspecified tissue injury was likely related to the challenging anatomy and procedural conditions as chordal rupture was noted after the clip was implanted. The reported poor image resolution was due to challenging anatomy. The reported patient effects of mr and tissue damage as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were a result of case specific circumstances as the patient was hospitalized and underwent another mitraclip procedure for further treatment. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, medical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted posterior leaflet restriction resulting in extremely challenging imaging on the medial side.on (B)(6) 2021, one clip was successfully implanted, reducing mr to 1-2. The next day, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. A chordal rupture was observed. The physician stated the cause of the slda was likely due to an inadequate amount of leaflet insertion. The patient remained hospitalized and underwent a second mitraclip procedure for further treatment. Three additional clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.